Manufacturer narrative:
Unknown/no information. Date of event: unknown, the information was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device is not returning for evaluation as it was discarded. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgeon reported that after inserting an intraocular lens (iol) into the eye, there was a hole in the lens which required him to cut the lens out and replace it. The removed lens was not saved since it was cut into pieces in order to be removed. The patient is doing fine with no adverse effects reported. No further information was provided.